Event description:
The hospital reported that during the saphenous vein harvesting procedure, the balloon popped on the short port. The hospital did not provide any additional information. No patient complications were reported.